Event description:
As reported by the user facility: after inserting the catheter, the plastic piece broke off in the vein. The catheter was retrieved with blood loss. Add'l info provided by the reporter at the facility indicated she was the pt and inserted the catheter on herself to administer IV fluids. She removed the catheter herself by milking the vein and reported blood loss was minimal. She suffered no adverse sequela associated with the incident. She has the sample and will be returning it for eval.

Manufacturer narrative:
The actual device involved in the incident was not yet been available for the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn. Although no inventory remained of the reported lot, twenty-five unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. All available info has been provided to the actual MFR, b. Braun medical industries. If the actual device is rec'd, a f/u report will be filed.